Event description:
Additional information was received from the patient. There were no circumstances that led to the sharp pain and tingling in the lower legs. Crawling over the fence is what changed things. Issue is not resolved. The patient is trying physical therapy and the doctor switched the patient to a new level, but it's not working well. A new setting will be tried to see if that works better. If not, the patient will need a new one put in. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient¿s weight at the time of the event was (B)(6) kilograms. According to the hcp in order to resolve the sudden pain and tingling sensation the stimulator was turned off with no change in the pain level or leg tingling. A CT scan was performed which determined the cause of the pain was due to a disc bulge at l3-s1. No further complications were reported.

Event description:
The patient reported that on (B)(6) 2017, they crawled over a fence to get a check that had blown across a parking lot. When they went back to their car and to a store, they felt sharp pain through their lower legs. The patient stated that they didn't twist too much. They waited a couple of days, and then went to the healthcare provider (hcp) because their legs felt icky, tingly, and numb. It was indicated that they were going to physical therapy on the day of the report to see what they can and can't do. Additional information was reported by a hcp that provided that traction was the only thing that gave the patient relief. They indicated that the patient had discomfort when they palpated their lower coccyx and the gluteal fold on the left side. It was noted that the pain went away, but the patient still had what they perceived as a tingling, heaviness below the knee. These symptoms were reported as sudden. When the hcp spoke to the patient's urology office, they suggested that for the weekend of (B)(6) 2017, the patient shut off the implantable neurostimulator to see if that resolved the issue. This did not resolve the tingling sensation. That it was further indicated by a hcp that they wanted to do a CT myelogram on the patient for back pain. There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.